Event description:
It was reported that the ilet displayed a ¿dosing stopped, connect cgm¿ alert associated with freestyle libre 3 plus connectivity, and pairing initially failed but was resolved after the user restarted the ilet, rescanned the sensor, and reinstalled the app; following these steps, glucose data resumed and the user confirmed a blood glucose of 103 mg/dl by fingerstick. Symptoms included an interruption of automated insulin dosing due to loss of continuous glucose monitor (cgm) data with no reported adverse clinical symptoms. Outcomes included restoration of dosing after successful re-pairing and app reinstallation, with no injury and no medical intervention required. User support included remote troubleshooting and education focused on device restart, sensor re-pairing, and application reinstallation. Investigation of this case revealed a transient cgm communication issue leading to a dosing stop alert that resolved with standard connectivity recovery steps, consistent with previously known sensor pairing and app communication behavior. It was concluded, based on previously established findings for similar reports, that the cause was a resolved communication/pairing issue between the cgm and ilet that was addressed by user troubleshooting.